Event description:
I have been using a cgm (continuous glucose monitor) for type 1 diabetes for about 3 1/2 months. Almost from the beginning, I have had terrible problems with the adhesive on the sensor. I cannot use it for more than 2-3 days at the most, and it is approved for 7 days of use for each sensor. I get extremely severe itching and when I take the sensor out, I have horrible welts and the most excruciatingly intense itching. There is something put onto the acrylic used in this sensor adhesive that is highly irritating to my skin. After bleeding and scarring, I refuse to use this product until something can be done about changing it for future use. I have talked to the company several times about this, but they can offer no suggestions for help with this problem. I truly cannot understand why the FDA has not looked into this problem, as I see hundreds of comments about sensor adhesive allergy on many sites.